Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had premature battery depletion (pbd). Disk analysis showed a jump in power consumption coinciding with the onset of high atrial rates. The behavior was consistent with the expected increase in power in response to high atrial rates. Disabling atrial sensing will restore the power and longevity to previous levels. Boston scientific technical services (ts) contacted the physician and explained the information but was not sure if atrial fibrillation (af) was chronic or not. Attempts to obtain additional pertinent information were unsuccessful. This device remains in service. No adverse patient effects were reported.